Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken side assessed, as fold flaw opening. And missing side assessed, as inconclusive. Additional observation: observed, no penetrating nick ( stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the left side. Device remains implanted.